Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that their onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 between 7-7:30pm. The patient manages their diabetes with self-adjusting insulin. The patient stated that they took more food/drink on (B)(6) 2015 between 2-2:30am in response to the alleged inaccuracy. The patient claimed to have developed the symptom of "sweat" 48 hours after the alleged product issue (date/time not provided). The patient stated that they self-treated with more food/drink on (B)(6) 2015 between 2-2:30am. The patient denied testing their blood glucose using another device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and the patient performed a walk through test and the issue was resolved. The csr also educated the patient on the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "sweat" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury. The self-treatment of food/drink is associated with a severe low blood glucose excursion. There is no evidence that the subject meter malfunctioned because the alleged issue was resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/18/2015). The patient¿s meter has been returned on 5/27/2015 and evaluated by lifescan product analysis on 6/8/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.